Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were about to resect the colon with a powered stapler in a laparoscopic transverse colectomy, they clamped the tissue and turned the device into a state ready for firing (pushing the green button); they pressed the firing button, but there was no response at all. Surgeon replaced the device to resolve the issue. No patient injury.